Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has insufficient battery autonomy.

Event description:
It was reported that after preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) unit has insufficient battery autonomy. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d4 (UDI no.). It was reported that after pm the cardiosave intra aortic balloon pump (iabp) had insufficient battery life issue. Patient not involved and no harm reported. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit on (B)(6) 2023: battery replacement following preventive maintenance. (B)(6) replaces (B)(6) (defective) (B)(6) replaces (B)(6) (defective), charging circuit fault detected ¿ pmb defective. On (B)(6) 2023 power management board d670-00-1162 replaced: ok, charging circuit check: ok, electrical safety check: ok, complete functional check: ok.

Event description:
N/a.